Event description:
It was reported that a patient experienced a high drain error alarm at the end of peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume was 7727 ml, drain volume was 8978 ml, and ultrafiltration volume was 1251 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, the tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.